Event description:
A pt experienced a shocking/jolting sensation. The pt had fell and landed on her recently replaced implanted pulse generator. It was noted that the pt had felt painful stimulation in the "bicycle seat" area, when the device was interrogated post-operatively. The pt still needed programming adjustments, however, a company rep was concerned about shocking the pt again using a model 8840 programmer for interrogation purposes. It was noted that the pt programmer could be used for interrogation without incident. It was indicated that stimulation is not turned on during interrogation, but there is some current flow due to the telemetry that is going on between devices. The pt's outcome was not reported. Additional info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).